Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision due to poly wear.

Manufacturer narrative:
Engineering evaluation noted the revision reported was likely the result of polyethylene wear, which appears to have led to osteolysis.

Event description:
Index surgery: (B)(6) 2011. Revision due to poly wear.